Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they could not conduct rewind and the pump was stuck in loop. The customer's blood glucose level was 210mg/dl. Troubleshoot was conducted and it was noted that the customer was mixing up buttons and commands. The customer was advised the screen was timing out. The customer could not complete troubleshoot at the time. The customer would be calling back.